Event description:
Vague pump report of a pump set up using a piggyback with an unk solution. The pump was reported to infuse 100 mls over 30 minutes, instead 6 mls over an hour. No additional clinical info was able to be obtained. No pt injury was reported.